Event description:
It was reported that there was positioning difficulty with the right ventricular (rv) lead at the initial implant procedure. A new rv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).